Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a typical atrial fibrillation procedure, a pericardial effusion was noted with no intervention needed. The patient became hypotensive and an echocardiogram revealed a pericardial effusion located next to the left superior pulmonary vein. No intervention was needed and the patient was transferred to the ward in stable condition and has been discharged. There were no performance issues with any abbott devices.